Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that they need assistance connecting the pump. The customer's blood glucose reading was 475 mg/dl at the time of the call. Troubleshooting provided the assistance necessary for the customer to connect their pump.